Event description:
It was reported that the patient underwent a spinal fusion surgery using posterior fixation. An unknown time post-op, the patient had resumed normal activity, when he heard something broke. Radiographic images taken at the hospital indicated that one of the pedicle screws had broken. Revision surgery is scheduled to remove and replace the broken screw.

Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.